Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the biopsy needle for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the biopsy needle and sheath extended in an uncontrollable motion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the biopsy needle kept moving after the surgeon extended the needle. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site, however no additional information was obtained at this time.